Event description:
Patient monitored using device in a.m. Of 4/22/93. Device recorded three uterine contractions during that session. Patient denied signs and symptoms associated with labor. She proceeded to scheduled physician appointment. Her physician did a cervical exam and determined cervix had dilated to 4 cms. Patient was sent to hospital and delivered a live born infant son after admission. Infant expired on 4/23/93 due to complicatiolns related to prematurity. Device was sent to manufacturer for evaluation on 4/29/93device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.